Manufacturer narrative:
Evaluation of the returned 5f select confirmed that the catheter was fractured. This damage typically occurs if the device is manipulated or torqued against resistance. Further evaluation revealed a kink on the distal fractured segment. This damage was incidental to the reported complaint and likely occurred during snaring of the device. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the venous sinus using a neuron select catheter 5f (5f select), a non-penumbra guide catheter and a non-penumbra stent. During the procedure, the 5f select was advanced through the guide catheter. Subsequently, after the guide catheter was placed in the target location, the physician noticed under fluoroscopy that the distal end of the 5f select had broken off. The physician then used a snare device and removed the distal piece of the 5f select successfully. The procedure was completed using the same guide catheter and a non-penumbra stent. There was no report of an adverse effect to the patient.